Manufacturer narrative:
H10: one used list# ch2000s-c, spinning spiros (lot# 4976374) was returned and visually inspected on november 2, 2020. As received, the spin feature was activated and spinning freely. No spline damage or shear tab anomalies was seen. No thread damage was observed on the male luers of the returned mating devices. The luer was measured and found to meet iso standards for luer fittings. The spin mechanism of the spiros was found to meet product performance specifications. The reported complaint of a disconnection can be confirmed as it was returned activated and not connected to any devices at the female luer end. However, the probable cause cannot be determined.a device history review DHR lot# 4976374 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that disconnected at the connection between the spiros and the primary tubing during chemotherapy infusion; however, remained connected to the max plus. It was reported that the chemo drug that may have been used was cytarabine, methotrexate or blinatumomab; the length of time occurred from 10 minutes to 18+ hours and there may have been 1 ¿ 5 ml blood loss or bleed back. The chemo drug came into contact with the patient and the chemo spill was cleaned per facility protocol. The tubing and drug was replaced and therapy was resumed. There was patient involvement and no harm was reported.